Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: nlf160084n, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated a few weeks ago she was having issues, and informed the doctor. Pt stated then "it" started working again. Pt stated on friday she charged controller 100% and tried to charge implant and then controller went blank. Pt stated she plugged it again and I couldn't get it to come back on. Pt stated today controller came on and it said memory problem. Pt has been without charge since friday. Agent had pt reset controller and try to recharge, pt saw no device found. Pt saw controller 90%, implant 0% recharging excellent, however pt kept losing connection and seeing no device found without moving. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.